Manufacturer narrative:
The device was not returned for investigation. However, it was stated the balloon ruptured due to over inflation. Therefore, the cause of the reported issue is due to user error. Per the IFU: "do not inflate the balloon to any greater volume than is necessary to obstruct the blood flow. Do not exceed the recommended maximum balloon inflation capacity (see specifications). Maximum recommended inflation volumes should not be exceeded (see specification table). Caution: do not exceed the maximum recommended volume, as over inflation increases the possibility of balloon rupture. Refer to specifications for maximum inflation capacities." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Note: this is report 1 of 2 related to the first catheter used in the event.

Event description:
It was reported that the syntel otw catheter balloon ruptured during a brto procedure. The surgeon over inflated the balloon. A replacement device was used to complete the operation. The device was checked prior to use. The surgeon saw the balloon ruptured through imaging. No report of injury to the patient. Note: this is report 1 of 2 related to the first catheter used in the event.